Event description:
It was reported the procedure was to treat a lesion in the middle third of the left anterior descending (lad) artery. The 4.0x15mm rx xience sierra stent delivery system (sds) was advanced to the target lesion and the balloon inflated to 17 atmospheres. During removal of the non-abbott guide wire, the stent came out with it. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported device dislodged or dislocated could not be determined. It was reported that during removal of a non-abbott guide wire, the stent came out with the wire. Factors that may contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping during manufacture, an incorrect sized sheath, force sheath removal, inadvertent mishandling during preparation, manipulation against resistance. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent dislodgement. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported device dislodged or dislocated could not be determined. It was reported that the stent delivery system (sds) during removal of a non-abbott guide wire, the stent came out with the wire. Factors that may contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping during manufacture, an incorrect sized sheath, force sheath removal, inadvertent mishandling during preparation, manipulation against resistance. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent dislodgement. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: model, catalog number updated from unk rx sierra to 1500400-15. D4: lot number updated from unknown to 4032241.

Event description:
It was reported the procedure was to treat a lesion in the middle third of the left anterior descending (lad) artery. The 4.0x15mm rx xience sierra stent delivery system (sds) was advanced to the target lesion and the balloon inflated to 17 atmospheres. During removal of the non-abbott guide wire, the stent came out with it. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported device dislodged or dislocated could not be determined. It was reported that the stent delivery system (sds) during removal of a non-abbott guide wire, the stent came out with the wire. Factors that may contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping during manufacture, an incorrect sized sheath, force sheath removal, inadvertent mishandling during preparation, manipulation against resistance. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent dislodgement. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.